Event description:
It was reported that the user struck a metal pole, resulting in a cracked ilet display and subsequent unresponsive touchscreen, consistent with physical damage to the device enclosure and user interface. Symptoms included no reported clinical effects. Outcomes included interruption of normal device use with need for device replacement. Investigation included customer interview and complaint record review. Investigation of this case revealed damage consistent with external impact to the screen. It was concluded that the event was attributable to user-induced physical damage rather than a device malfunction.